Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was not captured as it could not be determined based on the available model #.

Event description:
The customer from spain reported that his blood glucose readings were not being stored in the memory of the contour ts meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour ts meter and no manufacturing anomalies were found.